Manufacturer narrative:
It was reported that the second and third boxes for (B)(4) were the boxes/ parts for (B)(4). Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the second and third boxes for (B)(4) were the boxes/parts for (B)(4).